Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
X-ray dates corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code for this report includes: hwc. Implant date: reported as (B)(6) 2014. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the part had marks and scratches on surface similar to as expected during normal use. All relevant dimensional features were measured and passed per the corresponding process documentation. The parts were evaluated with the current gage to the current inspection requirements and were found to be conforming. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the trochanteric fixation nail (tfn) broke where it intersects with the helical blade. The patient presented with a subtrocanter fracture on an unknown date in (B)(6) 2014. It was well fixed however the patient had an ortho delayed union and the nail broke. The nail and fibrous tissue was removed and the canal was over reamed. A larger nail was inserted and locked both into the proximal and distal bone. The patient was bone grafted with demineralized bone matrix (dbx) (10cc) and cancellous chips (10cc). The broken hardware was removed. There was no report of a surgical delay. This report is 2 of 2 for complaint (B)(4).

Event description:
Patient experienced pain/irritation/discomfort.

Manufacturer narrative:
Additional narrative: hsb removed and replaced with hwc. Break removed and replaced with pain. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.